Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed at both ends, i.e., several struts are bent outwards, crushed and are everted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. A reference stent protector could not be applied over the deformed struts without bending them further. It can therefore be excluded beyond reasonable doubt that the damage was already present on delivery of the device. The balloon is still well folded and shows no clear signs of inflation, however, dried contrast medium residue was observed in the balloon- and inflation lumen up to the distal balloon shoulder indicating the application of negative pressure / pressure before reaching the target lesion. Moreover, the device tip is severely damaged; i.e., shows severe indentations. The distal balloon marker is slightly flattened, and a passage of a reference guide wire was only possible with force. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent, including damages to the tip, where no defects are accepted. Based on the conducted investigations, no manufacturing or material related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to exercise care when handling the device and not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. During unpacking it was noticed that the stent was frayed (deformed). It is unclear whether this was before the package was opened or whether it was a problem with handling when the package was opened.